Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40mg/dl. Reportedly, the customer had received a bolus and then went for a run. Customer consumed carbohydrates to address the low bg. Emergency medical transport services were called and assisted the customer by administering d50 intravenously. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.